Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date implanted - 1990. Manufacture date ¿ ni. Requested but not returned by hospital.

Event description:
Patient underwent a left hip revision procedure approximately twenty-six years post-implantation due to poly wear.